Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The data acquisition board (daq) was replaced to resolve the reported issue.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.